Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent gynecological surgery on (B)(6) 2014 and mesh x2 were implanted due to vaginal prolapse and stress incontinence. No additional information was provided.